Manufacturer narrative:
Other text: one (B)(6) pump was returned for analysis for barrel clamp error. No physical damage was identified during the physical inspection. During analysis, the reported issue was able to be duplicated. Based on the evidence, the complaint was confirmed. Barrel clamp error was caused by the plunger board. Service replaced the plunger board and performed a pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported a barrel clamp error was experienced.